Event description:
It was reported the delivery sheath became warped/twisted. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device and delivery system (wds) was selected for use. An attempted was made to implant the 40mm closure device, however due to the sizing of the appendage, the closure device was found to not be large enough to secure a proper seal. The closure device was recaptured and removed from the patient. Once removed, it was discovered that the delivery sheath of the device was warped into a triangle shape and twisted along the length. There were no patient complications as a result of this event.